Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2153548. Medical device expiration date: 31-may-2027. Device manufacture date: 02-jun-2022. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary : it was reported that the needles were clogged. To aid in the investigation, seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. One sample expelled the solution with a normal flow. Six samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Furthermore, a device history record review was completed for provided lot number 2153548. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd safetyglide¿ needle each from lots 2153548 and an unspecified lot were clogged during use. The following information was provided by the initial reporter: "I purchased safety hypodermic needles glide 25gx 1in, they seem to be clogged or the needle is not all the way open. When we try to push up the medication to administer it does not come out, we can not even push up the syringe to remove the air. I changed the needle several times to ensure it was not the medication and the fourth needle finally worked. I then tested a needle from the same batch with a syringe and water and the same issue occurred."